Manufacturer narrative:
(B)(4).

Event description:
Aa report was received that the ipg was not holding a charge and patient was charging more frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time regarding the ipg replacement. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
Aa report was received that the ipg was not holding a charge and patient was charging more frequently. The patient will undergo an ipg replacement procedure.

Event description:
Aa report was received that the ipg was not holding a charge and patient was charging more frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the ipg was not holding a charge and patient was charging more frequently. The patient will undergo an ipg replacement procedure.